Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Concomitant medical products: unknown hip femoral head, unknown bone cement (manufacturer unidentified). (B)(4).

Event description:
A literature article was received entitled: "the premature failure of the charnley elite-plus stem: a confirmation of rsa predictions¿, by j. Hauptfleisch, et. Al, published in j bone joint surg [br] 2006; 88-b: 179-83. Authors did a 10 year follow-up of depuy charnley elite-plus femoral stem using rsa (a roentgen stereophotogram-metric analysis) to evaluate femoral stem migration and rotation, in the attempt to observe what factors are predictive of femoral stem loosening. Authors found that the elite-plus stem suffered less subsidence than previous generation depuy charnley monobloc devices presented in past studies. But this elite-plus stem suffered a greater incidence of internal rotation leading to posterior head migration and stem loosening. Authors stated that all patients had depuy elite-plus femoral stems (19 of which were modified with rsa tracking), with 28 mm femoral heads, paired with cemented charley lpw or ogee all-polyethylene cemented acetabular cups. Cement manufacturer was not specified. Results: out of 118 patients, 18 patients died (no suggestion that these deaths were at all device related) and seven were lost to follow-up. Of the remaining patients, aseptic loosening of the acetabular cup resulting in revision occurred in one hip (interface unspecified). Failure due to aseptic loosening of the stem (interface unspecified) occurred in 14 patients. Of these 14, 11 had hip revision surgery for loosening of the femoral stem, one was revised for a periprosthetic femur fracture, one patient died awaiting revision (no suggestion that the devices contributed to the death), and one patient refused revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.